Event description:
Complainant alleged that medics were monitoring a pt (age and gender unknown) and the ECG trace "disappeared" from the unit's monitor screen. The characters and heart rate were visable, but the ECG trace was absent. The medics printed a strip and the ECG trace printed on the strip. They obtained another unit (MFR unknown) and transported the pt. There was no adverse effect on the pt.